Manufacturer narrative:
The ge representative conducted an onsite investigation. The service representative reseated a pin in the lemo connector. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9800 system would not display video. No patient injury was reported.